Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 357mg/dl,600 mg/dl, 497 mg/dl. The customer was treated by giving himself a lot of insulin. The customer alleged insulin pump was under delivering because when he give himself a manual bonus and no changes at all from the amount of insulin from the insulin pump. The displacement test was performed and the test was passed. Customer stated that the drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.